Event description:
It was reported that during an unspecified surgical procedure, the fms vue pump was causing the inflow wheel to continuously spin and attempt to pull more fluid even when the stopcock was closed on the tubing. It was noted that the user was concerned that the pump was going to burn out and due to the inconsistencies of inflow throughout the case, the user was unable to trust the displayed pump pressure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2026. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.h11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.